Manufacturer narrative:
(B)(4).

Event description:
It was reported that 90 minutes after admission to the unit (2.5 hours after insertion), the intra-aortic balloon pump (iabp) alarmed for unable to refill. The staff changed the helium tank as they saw it go from 2/3 full to completely empty on the helium gauge on the monitor. The iabp started back up with no issue. Exactly one hour later, the staff received another unable to refill, changed the tank again and then started pumping and received a possible helium loss 3. As a result, the staff opted to swap out the console and no further alarms occurred. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss and unable to refill alarms is confirmed based on the pump recorder strips submitted with the complaint, however, a teleflex field service engineer serviced the pump and could not duplicate the reported alarms. The pump passed preventative maintenance checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that 90 minutes after admission to the unit (2.5 hours after insertion), the intra-aortic balloon pump (iabp) alarmed for unable to refill. The staff changed the helium tank as they saw it go from 2/3 full to completely empty on the helium gauge on the monitor. The iabp started back up with no issue. Exactly one hour later, the staff received another unable to refill, changed the tank again and then started pumping and received a possible helium loss 3. As a result, the staff opted to swap out the console and no further alarms occurred. There was no report of patient complications, serious injury or death.